Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 26th july, 2023 getinge became aware of an issue with one of surgical lights - hled. It was stated the ambient light was missing from the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of d4 catalog # deems required. This is based on the internal evaluation. Previous d4 catalog # ard568536210c. Corrected d4 catalog # ard515076999. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - hled. It was stated the ambient light was missing from the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. As stated maquet sas has mentioned several recommendations & warnings regarding cleaning in the user manual. To prevent similar incident maquet sas recommend to respect the cleaning protocol avoiding: direct spraying of chemicals products on the endo light module, prolonged exposure to detergents and disinfectants solutions, high concetrations, exposure to heat during the cleaning procedure, prohibited products. Maquet sas recommends to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. Maquet sas undertook the CAPA 2011-01 & the design change request (B)(4) to improve the compatibility with aggressive cleaning agents, this kit is available under reference (B)(4) silicone ambient light kit. The nit 220 and the fsn msa/2014/002/iu, informing about a potential defect of ambient light module fastening, have been sent on march 2014. It is requested to inspect the surgical lights potentially affected. If the ambient light module fastening is detected as defective it should be replaced using new silicon module ard 368335998. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).